Event description:
It was reported that a stroke occurred. A sentinel device was successfully used in a transcatheter aortic valve replacement (tavr) procedure. After the sentinel device had been removed from the patient, a large amount of embolic material was observed in the filter of the device, indicating that the sentinel had functioned as intended. The patient was fine and was taken to the intensive care unit (ICU). Soon after the procedure, after arriving in the ICU, the patient suffered a left middle cerebral artery (mca) stroke with aphasia and language difficulty. The stroke was treated with rehabilitation. The patient has since gone home, and still has language difficulty.